Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris lvp experienced flow issues. The following information was provided by the initial reporter: lipids would not filter through while priming line.

Event description:
It was reported that the bd alaris lvp experienced flow issues. The following information was provided by the initial reporter: lipids would not filter through while priming line.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that lipids would not filter through while priming the line. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2202-0007 lot number 22056288 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.